Manufacturer narrative:
The investigation of data files and pt treatment records confirmed the allegation that an incident of "wedge identification missing" did occur. Delivery of a treatment field without the planned and calculated wedge will result in an overdose from that beam as well as unintended dose uniformity within the treatment volume. The most serious scenario would be treatment delivery with the monitor units generated for a 60 degree wedge filter without the wedge in place. The beam would then deliver approx twice the intended dose, (wedge factor of 0.503 for a 6x beam), without a warning to the operator. In a typical hypo fractionated case with 3 fractions and 3 fields, this error could represent 33% daily dose error, 11% total. The missing beam add-on would be expected to be detected due to the failure to save the beam treatment history back to the database and no more than one fraction delivered in error. This is a known issue and there have been no reported injuries associated with this issue. It has been determined that the data does not reasonably suggest that the device in question has or may have caused or contributed to a death or serious injury. Varian has taken the following corrective measures: a defect report was created describing the anomaly between treatment and this pt's plan. Any further actions will be addressed in varian's CAPA process. No add'l f/u to this MDR is expected.

Event description:
Wedge identification missing. The customer reported that a pt with wedge, planned on rt plan, is not displaying on the treat work station during mode up. The wedge field allowed the customer to treat without a wedge (no accessory). Upon mode up, it shows "no accessory" on the 4ditc plan, rather than the planned wedge on rt plan. The other two fields treated without any issues. The treat application was restarted; the correct wedge was displayed and the pt was treated. The customer also reported that about a month back, the same issue happened on another pt and they treated wrongly without a wedge, and while closing the treatment, it gave some sort of recording error. Also they noted that in the treatment record history, that particular days treatment was not recorded. The customer observed the problem, and now with recent one, has confirmed the issue.